Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2. H3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube was damaged, charged coupled device was broken, the image had white dots, video cable was broken, and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was damaged and therefore the dielectric strength was inadequate, the charged coupled device was broken and therefore the image had white dots, and the video cable was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no more functioning. There were no reports of patient harm.